Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, the patient (born in 1951) discontinued dianeal therapy and started with hemodialysis. During a call with baxter marketing sales team, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was not reported. The treatment rendered for the event was not reported. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.